Event description:
The pt reported that the infusion device does not properly deliver insulin. On (B) (6) 2010, the pt changed the insulin cartridge and bolused 4 units of insulin at approx 8:00am. At 12:31pm the pt's blood glucose measured 25.2 mmol/l (454 mg/dl). At 1:22pm he bolused 7 units of insulin, at 2:53pm his blood glucose measured 26.5 mmol/l (477 mg/dl) and he bolused 10 units of insulin, and at 3:07 his blood glucose measured 32 mmol/l (576 mg/dl) and he bolused 10 units of insulin. The pt vomited and he called his physician who administered an anti-nausea medication along with a muscle relaxer. At 5:17pm his blood glucose measured 25.4 mmol/l (457 mg/dl) and he bolused 6 units of insulin, at 6:57pm his blood glucose measured 23.2 mmol/l (418 mg/dl), at 8:28 he bolused 8.5 units of insulin. On (B) (6) 2010, his blood glucose measured 23.2 mmol/l (418 mg/dl) at 12:54am and he bolused 7 units of insulin, at 3:02am he bolused 3 units of insulin, at 4:14am he bolused 4.5 units of insulin, at 4:45am his blood glucose measured 27 mmol/l (486 mg/dl) and he bolused 21 units of insulin, and at 6:44am his blood glucose measured over 33.3 mmol/l (599 mg/dl) and he bolused 2 units of insulin. At this time, he disconnected from the infusion site and bolused 2-5.5 units of insulin and nothing dripped from the end of the infusion tubing. He primed the infusion tubing and nothing dripped from the end of the infusion tubing. He found insulin had leaked into the cartridge compartment of the infusion device. At 7:00am the pt was taken to the hospital by ambulance. The pt was diagnosed with heart and kidney issues. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.